Event description:
The device was returned for service. During service by baxter, a broken door latch was found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: the facility representative reported a false open door alarm. Information was not provided regarding whether or not the failure occurred during a patient infusion. The pump was evaluated by a baxter service technician. Inspection of the device found that the open door alarm was caused by a broken door latch. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.